Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, mfg records, storage records, and distribution records. All records revealed the product was manufactured within specs, maintained and distributed in accordance with all federal, state and operating procedures. Based on a record review and all available info, it is determined the transition 6.5mm ha polyaxial pedicle screw design conforms to all applicable standards and there was no deviation in the MFR process. There is no indication that the issue was a result of product defect or malfunction. (B)(4).

Event description:
Globus medical, inc received notification from a sales rep, via telephone communication, that globus manufactured screws broke after implantation. A female pt underwent l4-l5-s1 fusion surgery on (B)(6) 2009 with transition at l4-l5, rigid fusion at l5-s1, and interbody fusion at l5-s1 using icbg without cage. A three month f/u xray showed the screws and products to be intact. A six month f/u film showed a right l4 transition ha coated screw had broken at its neck. Approx two to three weeks later, a subsequent xray was taken and revealed a breakage of transition ha screw at left l4 and breakage of a revere pedicle screw breakage at right s1. On (B)(6) 2010, the pt underwent revision surgery. Fibrous tissue was found where bone grafts had been placed at the time of the original surgery and non-union was found which caused a stable pseudarthrosis. All hardware was removed and subsequent bone graft was implanted in the pt.